Event description:
The integra 800 generated a pt sodium result of 127 mmol per l and was repeated on the cobas 6000 with a result of 136 mmol per l. The doctor requested another sample be redrawn 2 hours later. This second sample was run on the cobas 6000 with a result of 136 mmol per l. The technical support specialist requested the tech rerun this sample on the integra 800 for troubleshooting, and it had a result of 128 mmol per l. The tech believed the results from the cobas 6000 to be correct. The pt was not adversely affected.

Manufacturer narrative:
The field service rep determined the mix and dry pressures were out of adjustment. He performed an ise mx and dry adjustment, performed calibrations and ran qc with results within specification. He also ran pts to verify the results as compared to the cobas 6000.